Manufacturer narrative:
Approximate age of device- 1 year, 14 days. Manufactures investigation conclusion: although the evaluation of the submitted log files confirmed no external power events on (B)(6) 2018, a specific cause for these events could not be conclusively determined through this evaluation. The patient remains ongoing and no further issues have been reported at this time. The device history records met applicable specifications and indicate that the mobile power unit was manufactured with the v-lock ac power cord. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that a log file was submitted for review due to the patient experiencing elevated flows and powers. There was no reported adverse impact to the patient. A log file submitted to the manufacturer¿s technical services for analysis found no external power events. This could be caused by the power cord of the mobile power unit (mpu) coming loose at the mpu or the wall outlet. During these events the system controller¿s internal backup battery provided power to the pump as designed. Additional information was requested, but not provided.